Manufacturer narrative:
Device evaluation: one sample was received at baxter for evaluation. The reported condition of "leak where the tubing and housing mate" was confirmed. The device was received with the tubing detached from the solvent-bonded junction of the stress-member. Microscopic examination of the tubing showed no evidence of solvent application, which suggested the root cause for the detachment of tubing and leakage. No other observation was noted during the examination. Batch records were reviewed and revealed that the product met the acceptance criteria for release. (B)(4).

Event description:
Purchasing agent called corporate product surveillance 6 august 2009 to report one (1) ce intermate, product code 2c1732k, lot number 09d001, in which a leak occurred where the tubing attaches to the housing after filling with ceftriaxone on (B)(6) 2009. Reporter stated that she assumes that there is a hole in the tubing, but that she cannot visually detect a hole. Reporter stated no patient involvement or injury is reported.